Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they used the stapler to surgically remove part of the stomach that has an overly thick tissue in a gastrectomy, the tissue was cut but the staples did not deploy. They had hand sewn the anastomosis to resolve the issue. They noted that they did a first full squeeze to approximate and close stapler over tissue. They squeezed for the second time, but noticed difficulty on squeezing it. They noticed that pusher bars were not showing on the reload, but they agreed that the stapler fired. They tested the stapler and reload, and it was able to fire the reload and the staples came out and yellow pusher bars appeared. They have agreed that green reload would have been appropriate. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The instrument was loaded with a fully fired 3.5mm single-use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. The loading unit was reset, reloaded into the instrument and cycled with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.